Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the screens cannot be read/maneuver safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2015 with the following findings: on investigation, the alleged display issue was duplicated. The pump powered up to a dim and discolored verify screen with the auditory feature only. No tactile issues were found with the buttons. Unrelated to the complaint, a battery compartment crack was observed from below the grip pad to the case seal.